Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 200mg/dl. During troubleshooting with tandem technical support, the customer was able to observe insulin exiting the infusion set tubing during a 2 units bolus delivery. During troubleshooting, the call was disconnected. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.